Manufacturer narrative:
(B)(4). Zta-pt-38-34-217. Investigation is still in progress.

Event description:
Description of event according to study: this (B)(6) male patient in the (B)(6) study had a type ib endoleak noted on a follow-up CT (7 days post-procedure). On (B)(6) 2015, a proximal component (zta-pt-38-34-217, lot #e3321565) and a distal component (thoracic-lp-cmd-device, lot #3320944) were implanted without difficulty. The left subclavian artery (lsa) was covered, and lsa revascularization was performed. On the final completion angiogram, there was no evidence of false lumen perfusion or an uncorrected endoleak. On (B)(6) 2015 (7 days pp), a follow-up CT showed a type ib (distal end) endoleak. The following comment was made: distal reentry. There was also evidence of false lumen perfusion which was described as distal reentry. Patient outcome: on (B)(6) 2015 (8 days pp), the patient was discharged from the hospital. No further information has been received.

Manufacturer narrative:
Manufacturer ref# (B)(4). After investigation the event for this pr# is no longer reportable as investigation did not confirm the endoleak type ib. Summary of investigational findings: this complaint was initially created and investigated to cover type ib endoleak. Additional information is now received as part of the regularly follow-up stating that a type ib endoleak due to distal reperfusion of the false lumen was noted 594 days post-procedure. The false lumen status at level of stented segment of the aorta was partially thrombosed. There was antegrade progression of dissection. No information concerning patient outcome was reported. In addition to the previously received 7-day and three months post-procedure ctas, a 30-month follow-up cta has been provided for this investigation. As per the reviewing physician, type ib endoleak was absent on the one week, the three months and the newly provided 30-month cta. Type 1 endoleaks flow between the endograft and the intima. In this complaint, this was not present because the intima and the endograft were sealed on each end. Furthermore, contrast did flow through un-excluded entry tears at the endograft proximal margin and at the endograft distal margin into two discrete false lumens. Both a smaller proximal false lumen and a back perfused portion of the more distal main false lumen exhibited growth between day seven and three months. From three months through 30 months, false lumen growth stopped and most of the false lumen shrank. As stated in the previous investigation, the indication of the procedure was treatment of dissection. As per IFU, zenith alpha thoracic endovascular grafts is indicated for the endovascular treatment of patients with aneurysms/ulcers of the descending thoracic aorta and has not been formally tested in patient populations with dissections. It is therefore not possible to evaluate the performance of the device in this case. No adverse event or secondary intervention were reported. This complaint is not confirmed as no type ib endoleak was noted in the imaging review. No evidence to suggest that the product was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: the investigation of this complaint was based on review of complaint history, device history records and the instructions for use (IFU) as well as imaging review. According to imaging review, no endoleak was observed on either end of the endografts. Type 1 endoleaks would constitute flow between the endograft and intima. This was not present as the intima and endograft were sealed on each end. Contrast did flow through un-excluded entry tears at the endograft proximal margin and at the endograft distal margin into two discrete false lumens. Both the smaller proximal false lumen and the perfused portion of the distal false lumen exhibited growth between day seven and three months. The proximal endograft was implanted at the proximal entry tear rather than over it. 5mm is available to cover the tear without covering the lsa origin and 21mm available if the lsa origin is covered. The distal entry tear cannot be excluded without covering prominent t11 intercostal arteries or the celiac artery origin. A dissection patient was treated with the use of zenith alpha thoracic endovascular grafts. As per IFU, the alpha graft is indicated for the endovascular treatment of patients with aneurysms/ulcers of the descending thoracic aorta and has not been formally tested in patient populations with dissections. It is therefore not possible to evaluate the performance of the device in this case. There is no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Additional information received 08aug2017: additional info added to entry of (B)(6) 2015: site reported that the final angiogram showed a type ib (distal end) endoleak that was left untreated at the end of the implant procedure. Additional info added to entry of (B)(6) 2015 (7 days pp): retrograde progression of the dissection was also noted. These CT findings did not result in a new clinical event or intervention. On (B)(6) 2016 (406 days post-procedure), the one year follow-up CT was completed. False lumen at the level of stented segment of the aorta was reported to be completely thrombosed. The false lumen above the stented segment of the aorta was also reported to be completely thrombosed. There was no progression of the dissection. A type ib (distal reperfusion endoleak was noted. No adverse event or secondary intervention has occurred due to this endoleak.

Manufacturer narrative:
(B)(4). Catalog#: zta-pt-38-34-217. (B)(4). Summary of investigational findings: the investigation of this complaint was only based on the information provided in this complaint file along with the device history record and the IFU. It was not possible to determine the exact root cause of the reported event based on the information currently available. However, it was determined that the product was used off label, as the zenith alpha thoracic endovascular graft is not indicated for treatment of dissections. This product was in this case used for treatment of dissection. According to the IFU: the zenith alpha¿ thoracic endovascular graft is indicated for treatment of aneurysms and ulcers in the descending thoracic aorta, not aortic dissections, as in this case. The product was used off label; the performance of zenith alpha¿ thoracic endovascular graft has not been tested and established in the treatment of aortic dissections; endoleak is a known potential adverse event. It is noted that no new clinical event or intervention has been reported due to the endoleak. There is no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: this (B)(6) male patient in the (B)(6) study had a type ib endoleak noted on a follow-up CT (7 days post-procedure). On (B)(6) 2015, a proximal component (zta-pt-38-34-217, lot #e3321565) and a distal component (thoracic-lp-cmd-device, lot #3320944) were implanted without difficulty. The left subclavian artery (lsa) was covered, and lsa revascularization was performed. On the final completion angiogram, there was no evidence of false lumen perfusion or an uncorrected endoleak. On (B)(6) 2015 (7 days pp), a follow-up CT showed a type ib (distal end) endoleak. The following comment was made: distal reentry. There was also evidence of false lumen perfusion which was described as distal reentry. Patient outcome: on (B)(6) 2015 (8 days pp), the patient was discharged from the hospital. No further information has been received.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 04feb2019: there was, in fact, still "presence" of a type 1b endoleak due to distal reperfusion of the false lumen. The false lumen status at level of stented segment of the aorta was partially thrombosed. There was antegrade progression of dissection.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). Summary of investigational findings: the new information received does not lead to a re-investigation for this event. The investigation submitted (B)(6) 2017 is still valid. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received (B)(6) 2019: on (B)(6) 2017 (594 days post-procedure), the follow-up imaging revealed the dissection diameter to be 59 mm. No device integrity issues was observed and no endoleaks could be seen on the imaging.